Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.

Event description:
The event is reported as: alleged issue: during a chole w/cholangiogram procedure, after grams completed, surgeon noticed a small clear plastic piece "free" in the pts abdomen. Plastic piece was removed. Surgeon continued to search abdomen for add'l foreign pieces. After close examination of the introducer, the team noticed that the plastic piece came off of the taut introducer. All pieces saved for examination. No harm to the pt was reported.